Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. No information has been provided to date. E1: reporter facility name: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that while using the pump, alarms began. The patient disconnected tubing and cassettes in an attempt to trouble shoot, but alarms continued. The patient removed batteries and placed back in, but the alarms continued. The patient did not provide alarm code. The patient switched to back up pump with no issues. This was a continuous infusion. Set flow rate and volume delivered are unknown. The patient is a 57-year-old, hispanic white female. There was a patient involvement. And no patient harm/adverse event reported.